Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable high sodium results from the cobas pro ise analytical unit. Patient sample 1 had results of 145 mmol/l and 133 mmol/l. Patient sample 2 had results of 148 mmol/l and 141 mmol/l. Patient sample 3 had results of 145 mmol/l and 133 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The field service engineer checked the analyzer, and the problem was resolved. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.